Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 593 mg/dl. The customer treated with novolog. The customer stated that she contacted her health care provider and was advised to call back in 30 minutes to confirm her blood glucose has declined.